Event description:
Routine complaint investigation identified a lack of precision issue. Values of 58mg/dl, 97 mg/dl and 114 mg/dl were obtained within four minutes. The values were plotted onto the clarke error grid, which indicates the readings to be clinically significant. No death, serious injury or medical intervention was reported.